Event description:
It was reported that the customer encountered a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by performing a pump reset, after which the customer successfully started their sensor session.